Event description:
A physician reported that the lens had peripheral cracks. Surgeon believed to be from the inserter¿s plunger and leading haptic loading issue. Additional information has been requested.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).